Manufacturer narrative:
The electrodes were not returned for evaluation. Electrodes were discarded by facility.

Event description:
It was reported that a patient received burns under the electrode during treatment. The treatment was for low back pain. The program used was a ifc, the intensity used was 10-20, mode used was sweep, and cycle time used was 80-150 pps. The treatment was for 15 minutes. The electrodes were used for 4 treatments. There was pressure applied to the electrodes at the time of treatment. The electrodes were placed 6 inches apart. The patient's progress toward recovery was not impeded due to this incident. The burns were 1cm x 1cm superficial, and the burn was diagnosed as a second degree burn, the patient did not receive medical treatment for the injury.